Manufacturer narrative:
The company rep examined the system and replaced the solenoid spacers. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported the unit would only cut intermittently during a planned vitrectomy surgery. Add'l info was received from the customer indicating the procedure was completed with an alternate handpiece. There was no pt harm.